Manufacturer narrative:
The complaint is unconfirmed - no defect found. The association between coopervision lenses and the incident is uncomfirmed.

Event description:
Manufacturer was made aware on (B)(4) 2014, of a patient who claimed to be diagnosed with superficial punctate keratitis (spk) and was seen by an eye care practitioner (ecp) on (B)(6) 2014, and with a follow up scheduled for (B)(6) 2014. The medical information by the ecp relates the patient very uncomfortable with contact lens wear, very red eyes and spk. Contact lens wear was temporarily discontinued as of (B)(6) 2014 until further notice. There is unresolved neovascularization at the paracentral corneal borders and significant staining and infiltrates both eyes. There was a significant change in lens prescription from -4.75 to -6.00. It is unknown if medication was prescribed. The ecp reported that the medical complaint did not result in any permanent or temporary or non-sight threatening conditions and that there was no medical intervention to preclude permanent impairment of eye function or structure. This complaint is being reported in an abundance of caution.